Event description:
It was reported that during explant of the device, the right ventricular (rv) lead was damaged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during explant of the device, the right ventricular (rv) lead was damaged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4) - the proximal segment of the lead was returned and analyzed. Analysis revealed cosmetic outer insulation depression. The outer insulation was breach cut. There was apparent explant damage.